Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was observed to remain static for an extended duration of time despite routine insulin usage. The customer's blood glucose was 211 mg/dl. Upon follow up, the customer indicated that the insulin gauge adjusted to an accurate amount and began to deplete as expected.